Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching over 400 mg/dl. During fill tubing there was no insulin seen exiting the cannula. Tandem technical support guided the customer through performing the fill tubing step again, and drops were seen exiting the tubing. In addition, the pump time was inaccurate. Reportedly, the customer adjusted the pump time to be accurate. Customer administered manual injections to address elevated bg levels.